Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report sensor session prematurely ending without warning that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for sensor session prematurely ending without warning could not be confirmed. The root cause could not be determined, post investigation.